Event description:
This is a spontaneous case report received from a (B)(6) female consumer, via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for sterilization. Consumer reported that, on (B)(6) 2013 she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime consumer has had follow-up treatment and on (B)(6) 2016 the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Follow up information was received on 16-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later had the xenobiotic material removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a 50-year-old female patient who had essure (batch no. A45188) inserted for sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lot number received we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a 50-year-old female patient who had essure (batch no. A45188-invalid) inserted for sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. This lot number a45188 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: no fu received from patient - final report. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later had the xenobiotic material removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a 50 year-old female patient who had essure inserted (lot no. A45118) for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1234 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced back pain ("severe back pain"), arthralgia ("severe hip pain"), headache ("severe headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("changes in their menstrual cycle occurred, as well. Those changes were often accompanied by abnormally heavy blood loss"), hypersensitivity ("plaintiffs experienced allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("changes in their menstrual cycle occurred, as well. Those changes were often accompanied by abnormally hormonal imbalance"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. Lot number: a45118 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: events medical device removal is replaced with abdominal pain. Events back pain , hip pain , headache, fatigue, memory loss, concentration problems , heavy menses , hormonal imbalance , allergic reaction & early menopause were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a 50 year-old female patient who had essure inserted (lot no. A45118) for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1234 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced ("sdata = qhx % 2fjxfbubr7lnqe378mvvo0ajo4ewwk5kwqsv r4ici % 3d & reserved = 0 )"). The patient was treated with surgery. At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Lot number: a45118. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-sep-2022: quality safety evaluation of ptc. 15-sep-2022: ha number added to the case (and nca number). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a 50 year-old female patient who had essure inserted (lot no. A45118) for sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1234 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Lot number a45118 (lot number a45188 is invalid). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-sep-2022: upon internal review this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2022-01069) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter details and patient initials were updated. Lot number was updated by reporter upon review to a45118 (not a45188-invalid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.